Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation when lying on the left side. The left ventricular (lv) lead polarity was reprogrammed. The lv lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.